Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported experiencing pressure issues during a vitrectomy procedure however, the case was completed. There was no harm to the pt.